Event description:
Reportable based on product analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified right popliteal artery. The physician advanced a 4.00mm x 1.5cm x 140cm spcb flextome mr cutting balloon to the lesion and on the 1st inflation at 6atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. Returned product analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) the device was returned in two sections as a result of a break in the shaft. The shaft was broken 25cm from the catheter tip at the exchange port area. The balloon protector was returned on the balloon, and the balloon showed no signs of use. The balloon protector was removed from the balloon. All blades were present and fully bonded to the balloon. The tip was microscopically examined and no issues were noted with its profile. No further damage was noted to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).